Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05894. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh trimming in (B)(6) 2011 or (B)(6) 2011 due to bleeding. The mesh was trimmed on (B)(6) 2012 and (B)(6) 2012 due to protrusion through the vaginal wall. (B)(4).